Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from pain, cracking noise in the patients hip, and elevated metal ion levels.

Event description:
Update rec'd 4/20/2015 - ppd with medical records received. Patient was revised to address elevated metal ion levels. Upon revision, metallosis, synovitis, metallotic protrusions of the neocapsule, and ostephytes were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on 4/22/15.